Event description:
It was reported that there was insufficient roll-off. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen coaccess was being used for this procedure. The device was positioned in the patient and the ablation was performed. The impedance value increased, but the device would not roll off easily. The procedure was continued using the same device. The procedure was completed successfully and there were no patient complications that occurred.

Manufacturer narrative:
Device evaluated by MFR: one coaccess electrode system was returned for analysis (coaccess electrode, introducer cannula and cable). From the coaccess introducer set, only the introducer cannula was received, the stylet was not returned. Additionally some pads were returned. No visual damages defects were observed on the electrode, introducer cannula and cable. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. Residues were found in the tines. Electrical inspection was within specification.

Event description:
It was reported that there was insufficient roll-off. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen coaccess was being used for this procedure. The device was positioned in the patient and the ablation was performed. The impedance value increased, but the device would not roll off easily. The procedure was continued using the same device. The procedure was completed successfully and there were no patient complications that occurred.